Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had their neurostimulator replaced because, it was not recognized by the clinician programmer. It was believed that this event may be related to the pt's high settings. Since the replacement surgery, the pt was reported as doing better.